Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to low blood glucose of 24 to 25mg/dl, and she began to convulse. The customer stated that her brother removed the insulin pump and feed her icing cake. After ten minutes her blood glucose did not increase and the paramedics were called and gave her two glucagon shots, food, and gatorade. One hour later her blood glucose started to elevate. Troubleshooting was performed, and the drive support cap appears to be normal. The programming was correct, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer did not feel comfortable and requested a replacement. Advise the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.